Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss secondary to a skin infection which was treated with topical and oral antibiotics. There are plans to reimplant the patient with a new device.